Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient provided their weight information and stated no changes in circumstances that led to the por. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that there was a power on reset (por) message. The therapy had stopped due to por. It was unknown if the por was related to an overdischarge. The patient was seeing an informational por. The patient was assisted in clearing the por on the patient programmer (pp). The patient cleared the por and indicated that the therapy was adequate after turning it back on. The issue was resolved. No further complications were reported.